Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) sections with additional information as of 14-may-2020: h6: updated FDA's method and conclusion codes h10: retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Internal report: # (B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI#: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the customer symptoms improved and replacement products resolved the initial concern - able to establish contact with customer who indicated that is comfortable with results from the replacement meter.

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with tests results from results obtained of 344 and 255mg/dl. The expected fasting blood glucose test result range is 105-120mg/dl. The customer did report symptoms of dizziness and light headed last night. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product is stored according to specification in the bedroom. During the call a blood test was performed by the customer and produced test results of 244 and 355mg/dl fasting using meter. The test strip lot manufacturer's expiration date is 06/28/2020 and open vial date is (B)(6) 2019. The meter memory was reviewed for previous test result history: result 1 : 269mg/dl, date: (B)(6) 2018, time: 10:41pm, fasting. Result 2 : 288mg/dl, date: (B)(6) 2018, time: 9:42pm, fasting. Result 3 : 253mg/dl, date: (B)(6) 2018, time: 4:03pm, fasting. Result 4 : 117mg/dl, date: (B)(6) 2018, time: 12:04pm, fasting. Result 5 : 171mg/dl, date: (B)(6) 2018, time: 12:00pm, fasting. Customer felt light headed and dizzy last night and her meter read 370mg/dl. Customer states she called the ambulance. There were not new medications suggested my paramedics. Paramedics meter read 325mg/dl non-fasting (after insulin). Customer did not go to the hospital.

Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI#: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the customer symptoms improved and replacement products resolved the initial concern - able to establish contact with customer who indicated that is comfortable with results from the replacement meter.

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with tests results from results obtained of 344 and 255mg/dl. The expected fasting blood glucose test result range is 105-120mg/dl. The customer did report symptoms of dizziness and light headed last night. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product is stored according to specification in the bedroom. During the call a blood test was performed by the customer and produced test results of 244 and 355mg/dl fasting using meter. The test strip lot manufacturer's expiration date is 06/28/2020 and open vial date is (B)(6) 2019. The meter memory was reviewed for previous test result history: (B)(6). Customer felt light headed and dizzy last night and her meter read 370mg/dl. Customer states she called the ambulance. There were not new medications suggested my paramedics. Paramedics meter read 325mg/dl non-fasting (after insulin). Customer did not go to the hospital.